Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900j vena cava filter allegedly experienced deployment issue. This report was received from one source. This event did involve patient with no patient consequences. The patient is 85 years of age, the gender is female, and the weight is 68 kgs.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900j vena cava filter allegedly did not disengage from the delivery system correctly and deployed in the wrong position. It was further reported that the filter was captured with an unknown device and repositioned. This report was received from one source. This event involved one female patient, (B)(6), weighing (B)(6). This patient had no reported patient injury.